Manufacturer narrative:
The investigation did not identify a product problem. Both reagent and instrument issues can be excluded. The issue was solved by performing maintenance and cleaning steps as described in the operator manual, therefore, the malfunction is consistent with a user handling issue. An instrument check was performed afterwards and the instrument operated within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result from a sample obtained at 11:54 p.m. Was 33.34 pg/ml. The sample was repeated on (B)(6) 2020 with a result of 711.9 pg/ml. It is not known if the questionable result was reported outside of the laboratory. The troponin t hs stat reagent lot number is 45954101 with an expiration date of 31-jul-2021.